Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) and leads died and the generator and leads returned to cpi/australia. There was no allegation against the device or leads.